Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 2 month after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Implant came out on its own during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.